Event description:
It was reported that an error occurred during an update. It was reported that they had changed the concentration and programmed a bridge bolus. After the update of the new medication drug tab, the pump was in stopped pump and no bridge bolus was in progress. They then updated the pump back to the old concentration and in simple continuous mode with no bridge bolus and then programmed the appropriate bridge so the physician programmer could recognize the true old concentration in the pump. After these steps they were able to correct all programming and they were able to program the bridge bolus appropriately. The issue was resolved. The pump system was delivering morphine. Additional information received reported that there were no symptoms related to the event. It was unsure what caused the pump to stop. The patient was doing ¿good¿ at the time of report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter product ID 8840, serial# unknown; product type programmer, physician. (B)(4).